Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received unexpected restart alarms and external ram error alarms. The customer's blood glucose was 371 mg/dl at the time of incident. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the unexpected restart alarm was recurring during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unexpected restart alarm during error test due to interface board voltage leak. No alarms noted. The insulin pump passed displacement test, operating currents, self-test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched display window.